Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; g3; h2; h6; h11. D2; d4; g4: attempts have been made to gather all product identification information, and no further information has been provided. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. X-rays were provided and reviewed by mmi. They state that the ap and lateral views of the left knee show that the arthroplasty components remain anatomically aligned. A metallic object, identified as a displaced hinge pin, is visible within the anterior joint space on the lateral view. No signs of implant loosening, wear, radiolucency, or malalignment were identified. Bone quality is noted as osteopenic. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Reported event was confirmed by review of provided radiographs. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Manufacturer narrative:
(B)(4). D10: medical product: unknown rotating hinge knee femoral component: catalog#: ni, lot#: ni; unknown rotating hinge knee tibial tray: catalog#: ni, lot#: ni. G2: foreign: germany. Diligence is in process to determine whether the product will be available for evaluation after revision. The investigation is in progress. Upon receipt of additional information or completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, on an unknown timeframe post-implantation, it was reported that the hinge pin of has migrated and is located within the joint. A revision surgery is planned to replace the affected components. Due diligence is in progress for this event; to date no further information has been reported.